Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between a locking titanium adapter and a patients catheter was loose and disconnected after connecting. The adapter was exchanged for a new one. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Scratch marks were noted on the external surface of the titanium adapter and sleeve. It is likely that these marks relate to tool marks when opening or closing the titanium adapter. All box dimensions of the sample received were measured and were found to be within specification. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.